Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient & (B)(4) infection went away.

Event description:
It was reported that a patient underwent a primary septoplasty on an unknown date and an absorbable mesh was used. The patient developed an infection. The physician stated he was not sure if the infection was related to the mesh plate and may have been secondary to a septal hematoma as he drained some old blood from beneath the mucoperiosteal flaps as part of the treatment. The physician used a thin absorbable mesh with cartilage grafts sutured to the plate on one side only. The physician cultured an aspirate of the fluid collection, (B)(6). He had put the patient empirically on (B)(6) but at that point of known sensitivity, the patient was switched to (B)(6). The patient has improved clinically and the physician expects he will get a good result. The physician stated the patient is bipolar and questioned the patient and (B)(4) compliance with his routine post operative antibiotic coverage prior to his return with the infection.